Event description:
It was reported that the patient experienced vasogenic brain edema and was diagnosed with aseptic meningitis. The patient underwent coil embolization of a right mid cerebral artery aneurysm using one competitor coil and ten micrus cerecyte coils (presidio 10 cerecyte microcoil 6 mm x 26 cm (pc4100626-30/f55690 x 1), presidio 10 cerecyte microcoil 5 mm x 17 cm (pc4100517-30/f57949 x 1), ultipaq cerecyte microcoil 3 mm x 8 cm (cfs100308-30/f55727 x 3), helipaq 10 cerecyte microcoil 3 mm x 10 cm (che100310-30/f32751 x 1), helipaq 10 cerecyte microcoil 3 mm x 8 cm (che100308-30/f46484 x 1), deltapaq cerecyte microcoil 3 mm x 6 cm (cdf100306-30/f53371 x 2), and deltapaq cerecyte microcoil 2 mm x 8 cm (cdf100208-30/f53376 x 1). The initial coiling was successful and the six month follow-up scan looked normal; however, the mr angiogram showed edema. This edema was not evident on the lab angiogram as the swelling was extravascular. The patient was asymptomatic and no treatment was reported. The physician questioned if this could be a response to the cerecyte coils. The patient had no known allergies and was on no medication.

Manufacturer narrative:
(B)(6). Concomitant devices: gdc 360 7x20 (346720/lot unk), presidio 10 cerecyte microcoil 6 mm x 26 cm (pc4100626-30/f55690 x 1), presidio 10 cerecyte microcoil 5 mm x 17 cm (pc4100517-30/f57949 x 1), ultipaq cerecyte microcoil 3 mm x 8 cm (cfs100308-30/f55727 x3), helipaq 10 cerecyte microcoil 3 mm x 8 cm (che100308-30/f46484 x 1), deltapaq cerecyte microcoil 3 mm x 6 cm (cdf100306-30/f53371 x 2), and deltapaq cerecyte microcoil 2 mm x 8 cm (cdf100208-30/f53376 x 1). No concomitant medications. A review of the manufacturing documentation associated with this lot presented. No issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt. This is one of 7 mdrs involving 10 devices associated with complaint with the following manufacturer report numbers: 1226348-2014-00031, 1226348-2014-00032, 1226348-2014-00033, 1226348-2014-00034, 1226348-2014-00035, 1226348-2014-00036, 1226348-2014-00037.

Manufacturer narrative:
Additional info received 3/9/2014: (B)(6) was first noted in (B)(6) 2011 (day unknown). In (B)(6) 2012 (day unknown) there was no (B)(6) noted per angiography, but in (B)(6) 2012 (day unknown). Mr showed (B)(6) and md started to think that it may have been related to cerecyte. The patient was asymptomatic. On (B)(6) 2014, the physician discussed this case with a physician from codman cnv medical affairs. It was reported that the patient has remained asymptomatic; however, the physician planned to administer a steroid pulse as a precaution. Additional testing was considered, including cerebrospinal fluid (csf) studies and other studies recommended by the local hospital¿s neurology consultants that take into account the patient¿s history and local infection epidemiology. It was requested that results of all testing, as well as the response to steroid treatment be provided to codman cnv. Codman cnv is looking at the literature and complaints on reported reactions to ¿bio-active¿ coils. While this review is not yet completed, the initial stage of review has not demonstrated evidence for an elevated safety signal. A comparison of complaints related to reaction to bioactive coils compared to standard platinum coils is planned. Additional information will be submitted within 30 days of receipt. This is one of 7 mdrs involving 10 devices associated with complaint with the following manufacturer report numbers: 1226348-2014-00031, 1226348-2014-00032, 1226348-2014-00033, 1226348-2014-00034, 1226348-2014-00035, 1226348-2014-00036, 1226348-201.

Manufacturer narrative:
Complaint conclusion: it was reported that the patient experienced vasogenic brain edema and was diagnosed with aseptic meningitis 20 months post coil embolization using codman cerecyte coils considered possibly related to cerecyte. It was reported that this was an incidental finding. The patient was asymptomatic, and no treatment was reported. At index procedure, the patient underwent coil embolization of a right mid cerebral artery aneurysm using one competitor coil and ten codman cerecyte coils [presidio 10 cerecyte microcoil 6 mm x 26 cm (pc4100626-30/f55690 x 1), presidio 10 cerecyte microcoil 5 mm x 17 cm (pc4100517-30/f57949 x 1), ultipaq cerecyte microcoil 3 mm x 8 cm (cfs100308-30/f55727 x 3), helipaq 10 cerecyte microcoil 3 mm x 10 cm (che100310-30/f32751 x 1), helipaq 10 cerecyte microcoil 3 mm x 8 cm (che100308-30/f46484 x 1), deltapaq cerecyte microcoil 3 mm x 6 cm (cdf100306-30/f53371 x 2), and deltapaq cerecyte microcoil 2 mm x 8 cm (cdf100208-30/f53376 x 1)]. The initial coiling was successful and the six month follow-up scan looked normal; however, the mr angiogram performed in 20 months post index procedure showed cerebral edema. Four months later, 2 years post index procedure there was no edema noted per angiography, but mr 8 months later showed edema and the treating physician began to consider that the symptoms may have been related to cerecyte. The edema was not evident on angiogram as the swelling was extravascular. The patient had no known allergies and was on no medication. The physician questioned if this could be a response to the cerecyte coils. Treatment with steroids and additional testing, including cerebrospinal fluid studies were considered; however, after several attempts to obtain additional information, no additional information could be obtained to determine if treatment or additional testing was performed. The devices were implanted and not available for analysis. A review of the manufacturing documentation associated with the lots presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Although hypersensitivity reactions are a known adverse event associated with implanted medical devices and has been published in the literature as such, it is not possible, with the information provided, to determine the cause of the cerebral edema, reported as aseptic meningitis that occurred in this patient. It is not known if additional testing to rule out other causes of meningitis or steroid treatment challenge was performed, and results, if any, are not available. Based on the information provided, it is not possible to determine the root cause of the symptoms or relationship to the devices. A risk assessment has been initiated to evaluate this issue. This is one of 7 MDR's involving 10 devices associated with complaint with the following manufacturer report numbers: 1226348-2014-00031, 1226348-2014-00032, 1226348-2014-00033, 1226348-2014-00034, 1226348-2014-00035, 1226348-2014-00036, 1226348-2014-00037.